Event description:
It was reported that patient underwent a total hip arthroplasty in the 1970's. Subsequently, patient was revised in 1990 due to unknown reasons. Patient was further revised on (B)(6) 2015 due to poly wear and osteolysis. The modular head and liner were removed and replaced

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Product was returned for evaluation on february 11, 2015. Evaluation of the returned component found it to be fractured on a portion of the high rim with broken pieces missing. Due to the condition of the returned device, this complaint is non-verifiable; however, the device was in the patient for over 20 years and wear and deformation of articulating surfaces is an expected possible side effect. With a manufacturing date in 1989, this twenty-six year old part was used well beyond its known useful life.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces. " device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.